Event description:
During routine daily inspection, it was reported that the device had the wrench icon illuminated. Physio-control evaluated the device and found it was not able to deliver defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the malfunction to be an open high energy storage capacitor. A replacement device was provided to the customer.